Manufacturer narrative:
Results: the collar was separated from the hemostasis valve adapter (hva) (y-connector). The collar was snapped back into place, but fell off the hva again when screwed back into the hub of the neuron max. There was no visible damage to the neuron max. Conclusions: evaluation of the returned device confirmed that the collar was separated from the hva (y-connector). The root cause of this failure could not be determined. These devices are 100% visually evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a medical procedure, the hospital staff noticed that the y-connector of the neuron max 6f 088 long sheath (neuron max) was broken. The damaged neuron max was found prior to use and was not used for the procedure. The procedure successfully continued using a new neuron max.